Manufacturer narrative:
It was reported that right hip revision surgery was performed. As of today, the implanted devices, all of which were used in treatment and additional information have been requested for this complaint but have not become available. A review of the complaint history for the bhr cup and bhr head was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified for the cup. A similar complaint has been identified for the head. However, as the device is no longer sold, no action is to be taken. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event. The available medical documents were reviewed. The clinical information provided, of the elevated metal ion levels, the pseudotumor, metal stained fluid and tissue, the loose acetabular component and osteolytic debris, may be consistent with a reaction to metal debris. However, the source and the root cause cannot be determined with the available documentation. It cannot be concluded that the reported clinical findings are associated with the implant failure. It is unclear what the root cause of the medial and superior defect in her acetabulum. Further it is unknown if the ¿documented poor bone quality contributed to the defects, looseness and metal debris. The impact to the patient, beyond the pain, the revision surgery and the recovery cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Manufacturer narrative:
H3, h6: it was reported a right hip revision surgery was performed. During the revision, both the acetabular cup and femoral head were explanted. As of today, the implanted devices, all of which were used in treatment, and additional information has been requested for this complaint but has not become available. A review of the complaint history for the acetabular cup and femoral head was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified for acetabular cup. Similar complaints have been identified for the femoral head. However, as the device is no longer sold, no action is to be taken. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event. No further actions are required at this time. The available medical documents were reviewed. The patient¿s fall cannot be ruled out as a contributing factor to the loosening of the acetabular component. Based on the information provided, of the elevated metal ion levels, the pseudotumor, metal stained fluid and tissue, osteolytic debris, and pathological findings may be consistent with a reaction to metal debris. However, the source and the clinical root cause cannot be determined. It cannot be concluded that the reported clinical findings are associated with a malperformance of the implant. It is unclear what the root cause of the medial and superior defect in her acetabulum. Further it is unknown if the ¿documented poor bone quality contributed to the defects, looseness and metal debris. Based on the information provided, a proposed probable root cause of the reported failure is the patient¿s fall. Should the device or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.

Manufacturer narrative:
Internal complaint reference: case (B)(4).

Event description:
Us legal mdl. It was reported that a revision surgery was performed on the patient right hip on (B)(6) 2020. The revision surgery was performed due to pain, significantly elevated chromium and cobalt levels and pseudotumor from failed right hip resurfacing. Radiographic imaging confirmed a loose acetabular component with osteolytic debris; MRI showered a large pseudotumor with a fluid collection. The patient outcome is unknown.

Manufacturer narrative:
It was reported that a revision surgery was performed on the patient right hip. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but has not become available. Without definitive part/lot numbers a complete complaint history review cannot be performed for the devices involved. As no device batch numbers were provided for investigation, a manufacturing record review, IFU review and risk management review could not be performed. If more information is received, this investigation will be reopened. Smith and nephew has not received the device/ adequate materials to fully evaluate the complaint, but if additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.